Event description:
Tech described that the catheter was difficult to flush. Catheter entered lad [left anterior descending] but would not cross the lesion. Image was black and appeared as if it needed to be flushed. Did not resolve with flush. Second ivus [intravascular ultrasound] catheter used to complete the procedure.